Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "iab catheter was implanted through the right femoral artery, and the machine stopped after several cardiac cycles. Under dsa fluoroscopy, it was found that the balloon could not be inflate properly. After replacing the new catheter, the machine worked normally and the patient was transferred to the ward smoothly". Unknown if the second catheter was inserted through the same site as the first. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is confirmed. A sample was returned and investigated as a representative sample, as based on the returned state, the sample appeared unused. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number for the returned sample and on the returned packaging box. Returned for investigation was a 40cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were semi-finished kit components including 40cc inflation driveline tubing, short/long arterial pressure tubing and semi-finished insertion kit components including 0.025in guidewire, pre-dilator and 8fr teflon sheath w/dilator; no damage or abnormalities were noted to the returned components. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was connected and tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The bladder was loosely wrapped. No blood was noted on the exterior or the interior surfaces of the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0067in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was successfully aspirated and flu shed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. Numerous leaks were immediately d etected from the bladder membrane. Under microscopic inspection, a total of 40 repeated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder; a total of ten (10) repeated leak sites were noted at 4.5cm from the iabc distal tip, a total of nine (9) repeated leak sites were noted at 7.8cm from the iabc distal tip, a total of thirteen (13) repeated leak sites were noted at 13.6cm from the iabc distal tip and a total of eight (8) repeated leak sites were noted at 21cm from the iabc distal tip. These numerous punctures to the bladder are consistent with contact from a sharp object, which can cause incomplete inflation. No other leaks were detected during functional testing. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the iabc central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the iabc central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Corrected data: it was reported that the sample was disposed by the nurse". Representative sample received for investigation.

Event description:
It was reported that the "iab catheter was implanted through the right femoral artery, and the machine stopped after several cardiac cycles. Under dsa fluoroscopy, it was found that the balloon could not be inflate properly. After replacing the new catheter, the machine worked normally and the patient was transferred to the ward smoothly". Unknown if the second catheter was inserted through the same site as the first. Patient condition reported as "fine".